Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed 4 openings assessed as surgical damage and observed an opening assessed a cracked valve seat diaphragm valve. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.